Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-8943-15 low profile depth device batch number: 012351 was received for investigation. Visual evaluation of the returned device noted that the slider pin of the depth device had disassembled at the weld from the slider body. Functional testing was not able to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated usage/reprocessing. Refer to investigation photos.

Event description:
It was reported that during a patella fracture surgery the narrow "stick" has broken off. The broken piece was received out of the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.